Event description:
We were notified the doctor has a patient with a fh9 shim that backed out of the shell post-operatively. The case was on wednesday (B)(6). We were informed me that when using the inserter, the t-handle was tight and the indicator was about 3mm past the implant length mark on the inserter. The surgeon did not want to push it further. Additional information regarding the case was provided on 07-31-2025 - in discussing the case with the doctor, he realized he did not deploy the implant to lock out and did not confirm it was locked. He did not have lock gauges in his set as he was not using them since he had been using the gun inserter previously. The stm was reviewed with him showing the lock out images using fluoro and how to use a lock gauge. Lock gauges have been shipped for his case on friday, and I will be attending to ensure the proper surgical steps are followed. The patient is asymptomatic and the doctor is not performing a revision surgery.

Manufacturer narrative:
It was reported that a patient had a fh9 shim back out of the shell post-operatively. The case was on wednesday (B)(6). It was reported that the inserter, t-handle was tight and the indicator was about 3mm past the implant length mark on the inserter. The surgeon did not want to push it further. Additional information was received on 07-31-2025 - in discussing with the surgeon, he realized he did not deploy the implant to lock out and did not confirm it was locked. He did not have lock gauges in his set as he was not using them since he had been using the gun inserter previously. I reviewed the stm with him showing the lock out images using fluoroscopy and how to use a lock gauge. The patient is asymptomatic and the surgeon is not performing a revision surgery. Per stm-00018(f): implant insertion & deployment step 6 to expand the implant, advance the shim into the shell by rotating the t-handle clockwise until the audible locking click is heard. Once the audible click is heard, the surgeon should use two fingers to rotate the handle gradually until resistance to turning is felt. Confirm implant placement and trajectory via fluoroscopy during expansion. Once the shim is locked into the shell, the fixed t-handle should not be rotated further and the lock should be confirmed via fluoroscopy as shown on the next page. The inserter has 23/25mm and 29mm laser markings along the travel of the indicator. When the indicator reaches or has traveled past the designated marking of the selected implant length during deployment, the implant should become locked. This indicator does not replace fluoroscopic visualization for lock confirmation. Failure to limit the advancement of the inserter in this manner may result in damage to the instrument or implant. The surgeon should be mindful of the inserter's orientation while deploying the implant to avoid unintentionally rotating the shim relative to the shell as this may prevent the shim from locking into the shell. The complaint devices were not returned for evaluation, and there are no postoperative images available from the case. Therefore, a direct physical analysis could not be completed. Based on the information provided, the surgeon did not confirm the implant was locked. The implant was likely not fully locked and migrated as a result. Per stm-00018 (f) "caution: an unlocked implant or implant without a shim should never be left in a patient." Per stm-00018 (f) nevertheless, lock engagement should always be confirmed using fluoroscopy. A definitive root cause cannot be determined given the lack of returned product and the available information, however, the most probable root cause is user error, specifically failure to confirm the locking status of the shim and shell after initial implantation. There was no manufacturing or design issue identified; however, a lot number was not provided and the product was not returned. We will continue to track and trend.

Event description:
We were notified the doctor has a patient with a fh9 shim that backed out of the shell post-operatively. The case was on wednesday on (B)(6). We were informed me that when using the inserter, the t-handle was tight and the indicator was about 3mm past the implant length mark on the inserter. The surgeon did not want to push it further. Additional information regarding the case was provided on 07-31-2025 - in discussing the case with the doctor, he realized he did not deploy the implant to lock out and did not confirm it was locked. He did not have lock gauges in his set as he was not using them since he had been using the gun inserter previously. The stm was reviewed with him showing the lock out images using fluoro and how to use a lock gauge. Lock gauges have been shipped for his case on friday, and I will be attending to ensure the proper surgical steps are followed. The patient is asymptomatic and the doctor is not performing a revision surgery.